Event description:
The customer contact reported that the device did not sound an audible alarm on the high or low volume settings. The pump was returned to the biomedical engineering department with information indicating that device did not sound an audible alarm on the high or low volume settings prior to use on a patient. The device was removed from clinical service. During testing at the user facility, the device did not sound an audible alarm on the high or low volume settings. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.